Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received button error. The customer¿s blood glucose level was unknown. The customer reported that they had button error. It was reported that they had scratches on the screen and also stated that they need tape to keep reservoir in. The insulin pump will be returned for analysis.